Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported condition.

Event description:
Per details on incoming (B)(4). Vacuum cup pipe bends and vacuum does not occur. Use of an alternative device (forceps) in a complicated delivery.

Manufacturer narrative:
Investigation review DHR analysis and findings complaint (B)(4). Distribution history: the complaint product was manufactured at csi on 02-dec-2021 under work order (B)(4) and sold on 28-dec-2021. Manufacturing record review: DHR-309361 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: service history not applicable for this product. Historical complaint review: a review of the 2-year complaint history showed no similar reported complaint conditions. Product receipt: the complaint product has not been returned to coopersurgical. Visual evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. The lot number has been depleted from inventory. Functional evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause: root cause not applicable as the complaint condition was not confirmed. Correction and/or corrective action. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed. No further training required at this time. Was the complaint confirmed? No.

Event description:
Vacuum cup pipe bends and vacuum does not occur. M-select mushroom 10137 e-complaint (B)(4).